Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the restock trigger session was failing. A technical support specialist dialed into carefusion coordination engine, reviewed the just in time log, found errors, related to a knowledge article ¿restock order deadlocks cause trigger to fail¿, shared the findings with the customer and recommended that having triggers scheduled at the same exact time might have contributed to the issue, potentially due to resource constraints. Although the issue had not recurred recently, it was suggested that offsetting the triggers by a few minutes in the future could help prevent similar issues. The customer gave permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es server restock trigger sessions had failed. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.